Manufacturer narrative:
Ocd field engineers performed required repairs to return the instrument to expected operation. (B)(4).

Event description:
Customer reported possible carryover during antibody screen testing. A patient with a positive antibody screen was tested in batch #9102. The following batch #9103 resulted in positive antibody screens on two patients. Samples were found to be antibody screen negative on a second provue and with manual gel. Daily qc was acceptable. No reports of errors or issue with either provue. No erroneous results reported on any samples. Instrument was taken out of service.